Manufacturer narrative:
Refer to reg. Report 3004209178-2019-23789. For information pertaining to the related reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for deep brain stimulation (dbs) therapy indications. It was reported that the patient had a pre-existing skin condition that prevented ins site from healing. They confirmed that the skin condition was pre-existing and not related to the device or therapy. They completely removed the system on (B)(6) 2019 due to the pre-existing condition that prevented the ins site from healing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-13 from a manufacturer representative (rep). It was reported that nothing else is different than the system removal.